Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 12.2-13.2cm from the connector pin. External insulation abrasion was noted at 9.5-10.5cm from the distal end. Externalized conductors due to external and internal insulation abrasion were noted at 36.5-39.2cm from the distal end. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 34.8-35.9cm from the distal end. The etfe coating was damaged during the surgical procedure at this location.

Event description:
It was reported that during device upgrade procedure, externalized 's condition was good post-surgery.